Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient was experiencing a shocking sensation at their implantable neurostimulator (ins) and body. No contributing factors were known. Troubleshooting could not be done at the time of the report. Patient services reviewed turning stimulation off, magnet function, and confirming the lead placement. No further complications were reported or anticipated. Indication for use is unknown.